Event description:
It was reported that while in the cardiac operating theatre in 2009, the intra-aortic balloon (iab) was inserted using a sheath. The pump (acat1 plus) alarmed kinked catheter. The screen showed "no inflation (ballooning) of the iab." The iab was removed and another iab was inserted. There were no strips generated, no x-rays taken. There is no more information available.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.